Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized twice due to diabetic ketoacidosis. It was reported that customer was hospitalized on (B)(6) 2016. Caller did not recall issue surrounding first hospitalization, but states that second hospitalization were due to bent cannula and diabetic ketoacidosis. Customer was hospitalized for one day and was wearing insulin pump at the time of hospitalization. Caller declined troubleshooting, stating that customer was on steroids and often had high blood glucose. Caller reported that infusion set from one box were bending and also causing high blood glucose. Caller reported of knowing what to do for customer.